Event description:
I had a total hip replacement in 2003. Some time after surgery, I began to experience pain in the hip that was replaced. I went back to the doctor that did the surgery and he began the process of diagnosing the cause of the pain. A series of xrays and tests were performed and the cause was elusive. During this time the pain worsened and could only be mitigated with medication. Finally 6 months after the testing began, an xray revealed that the cup has changed position. It was recommended that I have surgery to implant a new cup and this time fasten it with screws. The revision surgery was performed in early 2007 by a different surgeon. The surgery revealed that the original cup, a trident hemispherical acetabular cup. My surgeon informed me that the replaced cup showed no evidence of the bone having grown into the back of the cup was intended. The stem implantation, however, was firmly affixed to the femur. The revision surgery produced the desired outcome - relief from the debilitating pain resulting from the loose cup initially implanted in my right hip. Dates of use: 2003 -- 2007. Diagnosis or reason for use: severe arthritis in right hip. Event abated after use stopped: yes.